Event description:
The facility indicated the ground loss light in flashing. Ground pin is intact on the power cord.

Manufacturer narrative:
The facility repaired the bed but could not remember what was done to make the repair.